Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the patient side manipulator (psm) involved with this complaint and completed investigation. Failure analysis investigation was not able to recreate the reported failure in the field. A slow sweep test was performed in-house and passed. This complaint is being reported due to the patient side manipulator (psm) arm failing the slow sweep test in the field.

Event description:
During preventative maintenance of a da vinci surgical system, the technical field specialist found the patient side manipulator (psm) arm failed the slow sweep test. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm. No patient involvement or impact occurred.